Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an issue with an insulin infusion set. The impact on the customer's blood glucose level was unknown as the caller declined to provide specific information. Technical support instructed the caller to check the tubing and infusion site, advising to disconnect and clear any blockages, and informed the caller that insulin on board would be affected. Despite attempts to resolve the issue, alarms continued, indicating a blockage at the site, and it was noted that the infusion set had been in use beyond the recommended period. The caller acknowledged the need to change sets regularly and proceeded to change supplies, allowing insulin therapy to resume.